Event description:
On (B)(4) 2013, the user facility reported a complaint with the monopolar curved scissors instrument but did not provide a description of the event. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Failure analysis investigation observed the following: the instrument's banana plug was bent at the housing backend. The instrument passed electrical continuity testing. Failure analysis concluded that damage was likely due to mishandling. An additional observation not reported by site was that the instrument's tube reinforcement ring was torn. Failure analysis concluded that damage was likely due to mishandling. An additional observation not reported by site was that the instrument's tube extension had pad printing removed. The pad printing was removed in some spots of the extension tube. Failure analysis concluded that damage was likely due to mishandling. An additional observation not reported by the site was that the distal end of main tube exhibited a small fissure. No other damage was found.